Manufacturer narrative:
(B)(4). Results: a conclusive root cause could not be determined for the balloon rupture. Product performance engineering reviewed the incident info, but the product was not returned to abbott vascular for analysis. Since the sds was not returned for analysis, a thorough eval could not be performed on the product, which may have aided in determining a cause for the reported balloon rupture. Overall, there does not appear to be any indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a procedure involving a lesion that was concentric and mildly calcified, in a pt who had an acute myocardial infarction (ami), the vision balloon ruptured during inflation at 6 atms. An nc mercury was used for post-dilatation and the procedure was completed. No additional event or pt info is available.